Event description:
Approx 1 week after device implant, the pt was seen in clinic. Impedances were greater than 40,000 ohms on all bipolar electrode pairs except 0 and 1. The pt felt stimulation sensation in appropriate areas as the field rep programmed electrode pairs throughout the entire lead. The pt left the reprogramming session feeling stimulation in the targeted areas. Lead configuration was determined to be correct. Three days later, the pt was no longer feeling stimulation sensation. X-rays showed that the lead was placed correctly. Multiple reprogramming attempts were unsuccessful. The hcp planned to do a lead revision and implantable neurostimulator pocket exploration. There was no known incident or accident related to the complaint. Add' info has been requested. A f/u report will be submitted if add'l info becomes available.